Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Promus element plus pmss clinical study. It was reported that restenosis occurred. In (B)(6) 2012, patient presented with stable angina. The 99% stenosed, 20mm x 3.5mm, type c target lesion which contained <45 degree bend was located in the non-tortuous and calcified proximal right coronary artery (rca). Following pre-dilatation, a 3.5×20mm promus element drug-eluting stent was deployed at 16 atmospheres in proximal rca. Post dilatation was performed resulting to timi 3 flow and post procedural residual stenosis was 0%. One day post procedure, the patient was discharged from the hospital. In (B)(6) 2017, coronary restenosis occurred in mid rca.